Event description:
Patient arrived from or with arterial line tubing that did not have a safeset. Tubing was changed out to above tubing. After it was connected, there was no waveform on the monitor. Line still drew blood and flushed without issue. Immediately after zeroing the line there would be a waveform for approximately 3-4 beats and then it would go flat and read (??/??). Alternate pressure cable was tried with no change in reading. A-line tubing was again changed out and waveform was immediately present.